Manufacturer narrative:
Evaluation summary: one opened 23 ga trocar hub/cannula assembly was received taped to paper for the complaint of ¿free flowing¿. The returned sample was visually inspected and found to be conforming. The sample was then leak tested and was found to be nonconforming. For this complaint file, the final customer lot was. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. An investigation was opened for an increased complaint rate for leaking trocars and was correlated to a manufacturing inspection practice that required manipulation of the valved septum along the blade shaft. This inspection practice was in use on all (B)(4) ga trocars from jan 2015-august 2015. This complaint reported lot does not include trocars manufactured during this period and there were no tears that would indicate poor handling of the trocar. A root cause could not be determined from this complaint evaluation. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. However, an investigation was opened to further investigate the actions to improve the performance of the valve.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A nurse reported on-going issues with leaking trocars during surgeries. Three events were reported. In this case, trocar was reported to be free flowing. No further information is expected. This is one of three reports being filed for this facility. This report refers to the event that took place on (B)(6) 2016.